Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the unit will power up; however, will not stay on. This was discovered during testing with no patient involved. The customer stated that further information is not available.

Manufacturer narrative:
The unit was triaged and the customer¿s reported condition was confirmed. The unit was repaired and returned to customer. Liquid ingress caused the pcba to corrode, and is the result of customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.